Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she had been changing pump batteries and getting failed battery test. The customer stated that the first alarm happened on sunday so she changed the battery and it was fine. The customer stated she got the second one today, so she tried to change the battery and after that she got it every time even after trying different battery brands. The customer stated she had tried something like 7 batteries. The customer received failed battery test even after inserting new battery during troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the stop current, run current test, unexpected restart error test and displacement test. No unexpected failed battery test alarm noted. Insulin pump had cracked reservoir tube lip and minor scratched display window.